Event description:
Patient reports developing a burn on top of his right foot following treatment with the anodyne home unit. Patient reports burn developed after falling asleep for 2-3 hours during a treatment. Patient received medical treatment for the burn.